Manufacturer narrative:
Investigation summary: the customer reported air bubbles with the enteral feeding set. No patient injury was reported. A review of the device history record was unable to be completed as the lot number reported was unknown. A trend review of the reported failure identified no trends. One used sample was received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of air in the line. A potential root cause related to manufacturing was noted. An investigation has been initiated to determine the root cause of this device failure. This product issue will continue to be monitored and trended.

Manufacturer narrative:
Corrected the & nbsp;medical device problem code&nbsp;in section h6 from 1250 leaking to&nbsp;4062&nbsp;air/gas in device.brbr.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported air bubbles with the enteral feeding set. No patient injury was reported.